Manufacturer narrative:
Device analysis report. This report is submitted on march 8, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to the need for frequent MRI monitoring. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 24, 2024.